Manufacturer narrative:
The reported acufex pro-oval upbiter punch, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the jaw broke during use but did not disassemble from the device. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure, the mandible of the acufex broke and no disassembly was observed. Backup device was available to complete the procedure. No significant delay and no complications with the patient were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.